Event description:
New information received notes that firmware issue was suspected on the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient's implantable cardiac monitor was unable to interrogate through the programmer. When interrogate was attempted, an error message popped up on the programmer. The nurse rebooted the programmer, but the error message displayed again. The patient was rescheduled for the following day to be interrogated with a new programmer. The same pop-up error was seen. Technical services was then notified and attempted to troubleshoot over phone and was unsuccessful. On august 20, 2019, the patient was brought back to clinic and the device was unsuccessfully interrogated. Explanting and re-implanting was discussed, but not performed. The patient was stable, and will continue to be monitored.

Manufacturer narrative:
The reported field event of interrogation error was confirmed. Device was returned due error message alert being triggered and would not allow further interrogation. Analysis of device image indicated that pre-eri flag was triggered due to exposure to cold temperature and resulted in the reported error message. The device was located in fremont, ne and the local temperature was below freezing temperature at the time. Further testing was performed by clearing the pre-eri flag and all tests results were normal. Longevity assessment was performed based off shipped settings, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received noted that the patient was stable post explant.